Event description:
When attempting to use the sphincterotome the wire on the end was noted to be broke. The equipment was removed carefully.

Event description:
When attempting to use the sphincterotome the wire on the end was noted to be broke. The equipment was removed carefully.